Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt of the left ventricular lead, the physician encountered positioning difficulty and the lead dislodged two times from different locations that were attempted. The physician then attempted to implant a lead with a different anchoring mechanism and that lead also dislodged two times. The lead was not implanted. At that point, the physician decided to abandon the implant of a cardiac resynchronization therapy pacemaker (crt-p) and implanted a dual chamber implantable pulse generator (ipg). No patient complications have been reported as a result of this event.